Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental MDR will be sent. Ref: (B)(4).

Event description:
Report received from the USA stating that the device was "heating up". Event did not occur during surgery. No injuries or medical intervention were reported. No additional information was provided.